Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst percutaneous drainage procedure using navarre opti drainage catheter. It was reported that the catheter connector was found fractured after the procedure. The procedure was competed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst percutaneous drainage procedure using navarre opti drainage catheter. It was reported that the catheter connector was found fractured after the procedure. The procedure was competed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The first photo show partial view of first drainage catheter in which complete break was noted on the catheter hub. And broken piece of the drainage catheter hub was noted to be missing. The second photo show partial view of a clinician holding second drainage catheter in which longitudinal crack was noted on the catheter hub. The third photo show partial view of a clinician holding third drainage catheter in which complete break was noted on the drainage catheter hub and broken part was noted to be missing from the catheter hub. Therefore, the investigation is confirmed for the reported catheter hub fracture issue for all the three devices, and the investigation is confirmed for the identified material separation issue for the first and third device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.